Event description:
Information received by medtronic indicated that the insulin pump had unspecified pump error alarm and it was suspended. Customer stated that the insulin pump also gave battery failed alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black. Customer returned the device for alleged unspecified alarm ("pump error. Delivery stopped," at 2:09am) followed by battery failed alarm and after setting the current date/time, the device displayed "delivery suspended" found on january 31, 2022. The device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08730 inches. Successfully downloaded the trace and history files using thump. No unexpected delivery suspended alarm or battery failed alarm noted during testing. The device history file lists data from may 27, 2022 at 01:51 to october 13, 2022 at 06:07. Unable to verify any battery failed alarms or additional device error alarms due to no available history data for the event date, january 31, 2022. The pup device was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (electric board), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. The device passed all functional testing. Unspecified pump error, unexpected battery failed alarms, and suspended delivery anomaly are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.